Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery caught fire and was extinguished with water . The pdm battery was being charged when the incident occurred. The patient noted a piece of fabric was placed near the pdm at the time of incident. The battery swelled and dislodged from the pdm. No allegations of injuries were experienced by the patient.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.